Manufacturer narrative:
Result - device has not been evaluated yet. (B)(4) - coronary artery disease.

Event description:
Valve reportedly explanted after over a ten year implant duration due to stenosis and calcification.